Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that both the shorter and longer right ventricular leads exhibited oversensing of noise. The leads remain in use. No patient complications have been reported as a result of this event.